Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the detergent light was blinking on the endoscope reprocessor. There were no reports of patient harm.

Event description:
The event was determined to be a procedural error that the staff did not realize they needed to perform when changing out detergent.

Manufacturer narrative:
B5: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by the handling device in accordance with the following instructions for use: chapter 3, inspection before use: 3.5, inspecting and replacing the detergent tank: inspection of the amount of detergent check the detergent indicator on the detergent/alcohol drawer of the device to confirm that the amount of the detergent in the detergent tank. If the level reaches ¿min¿, replacement of the detergent tank is required within a few reprocessing operations. Replacement of the detergent tank is required only when the error code [e95] is displayed on the main control panel (and the detergent replacement indicator lights up) after the process is started. In that case, replace detergent tank as described in ¿replacing the detergent tank¿ on page 45. Olympus will continue to monitor field performance for this device.